Event description:
During an arthroscopic procedure using a fluid pump/management system, rather than gravity, there was an unusual amount of fluid extravasation into the tissue above the operative site.